Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).